Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had display issues, and the display would come up garbled. The issue was observed prior to use with a patient, and the unit was removed from service. The current location of the epg is unknown. There was no patient involvement.